Manufacturer narrative:
The reported event of insulation damaged was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the insulation was perforated/damaged consistent with procedural damage. The s-curve hump height was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant, the physician flushed the left ventricular (lv) lead and observed leaking on the distal portion. The physician elected to explant and replace the lv lead. The patient was in stable condition.